Manufacturer narrative:
Investigation: no product at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: no product available and therfore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product relate. There is the possibility that the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. There is the possibility for a usage error. If further investigations are required, the product should be provided for examination. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: ongoing. If additional information is received a follow up report will be submitted.

Event description:
It was reported that the blade was rusty after use on patient intraoperatively. It was reported that the #15 blade is showing signs of oxidation after use on the patient and when in contact with 0.9% saline. No patient harm reported. Additional information has been requested, however, not yet received.